Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. The pod was received partially deployed. The slide insert was found in the deployed position. The linkage assembly and formed needle were not fully retracted. Upon opening the pod the linkage assembly and needle fully retracted. Light score marks were found on the top housing, indicating the linkage assembly was misaligned.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 275 mg/dl. In addition the patient was unsure that the pods cannula was properly inserted into the infusion site (arm), as the adhesive was folded over the site. The patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.